Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). At 9 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. At 10 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. The patient's coumadin medication was adjusted based on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient started coumadin medication a few weeks prior to the event. The patient had no other medication changes, had no current illnesses, and had no diet changes. The patient had no symptoms of high inr. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 361445) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.